Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The device was received pressurized. A functional evaluation was performed. The device failed the weight test. The piston migration was at 1.89 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the spider 2 tenet 7615 did not hold the straight position. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.